Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported kcl 20 meq at 50 ml per 1 hr initiated as a secondary back flowed into primary bag of normal saline. The secondary infusion was immediately stopped with in 3 seconds. The primary tubing was changed at 2100 and re infused the kcl. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint that the secondary back flowed into the primary was confirmed. Visual inspection showed that the check valve was missing. Functional testing resulted in back flow into the primary bag. The root cause of the back flow was a missing check valve on the primary set due to a manufacturing issue.